Event description:
Upon additional follow up, optometrist reported diffuse lamellar keratitis was resolved. Patient is no longer using a topical steroid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the left eye. (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis (dlk) in a patients right eye one day post lasik. Patient experienced transient light sensitivity syndrome. Topical steroid dosage was increased. Upon follow up, optometrist reported dlk was improving. Topical steroid is being tapered. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the left eye.